Manufacturer narrative:
Updated results code. Conclusion code remains unchanged it should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. C1: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: relevant medical information: (B)(6) 2004: (B)(6) hospital. (B)(6). Radiology-CT chest, abdomen, and pelvis. Indication: hepatitis b, c and hiv. Impression: normal CT scan of the chest. Mild hepatomegaly. Status post cholecystectomy. Otherwise normal abdomen and pelvic CT scan. (B)(6) 2006: (B)(6) hospital. (B)(6); (B)(6). Consultation. History of hemophilia a, hiv, hepatitis c, admitted on (B)(6) 2006 due to severe right knee pain associated with marked swelling and redness. Past surgical history includes cholecystectomy, appendectomy, partial splenectomy. Denis any tobacco use. Occasional use of alcohol. No illicit drug use. Exam: abdomen nondistended, soft active bowel sounds, no mass or tenderness. (B)(6) 2006: (B)(6) hospital. (B)(6). Procedure report. Procedure performed: colonoscopy. Indications: bacteremia, to rule out colonic source. Impression: several small erosions in the right colon status post cold forceps biopsies. Internal hemorrhoids. Otherwise, normal colonoscopy through cecum. Plan: there does not seem to be a colonic source for bacteremia. The erosions that were seen were very mild and are of uncertain significance. (B)(6) 2006: (B)(6) hospital. (B)(6). Radiology-CT abdomen/pelvis with oral and IV contrast. Indication: lower abdominal pain. Abdomen: impression: status post cholecystectomy and additional surgical clips in the splenic hilum, unchanged from CT studies last september. Nodule contour of the liver is consistent with cirrhosis, but no splenomegaly is detected. Bilateral renal parenchymal scarring and stable calcifications in the right mid-kidney. No ureteral dilation. No evidence of mechanical bowel obstruction or pneumoperitoneum. Small amount of abdominal ascites with increased attenuation suggestive of hemorrhagic ascites. Pelvis: impression: moderate amount of ascites in the pelvis likely containing hemorrhage or blood clot. The hemorrhage seems to arise near a loop of small bowel in the left lower quadrant, perhaps from the mesentery. Fusiform aneurysm of the left common iliac artery is slightly larger than 9/21/05. The retroperitoneal hemorrhage present last year has completely resolved. (B)(6) 2006: norton healthcare. [Signature illegible]. Pre-anesthetic assessment. Weight 74 kg. Height 170 cm. Asa physical status: 4e. (B)(6) 2006: (B)(6) hospital. (B)(6). Operative report. Preoperative diagnosis: intraabdominal bleed. Postoperative diagnosis: sigmoid mesenteric bleed as well as left-sided abdominal wall mass. Procedure(s) performed: exploratory laparotomy, oversew of sigmoid mesenteric bleed as well as biopsy of left abdominal wall mass and abdominal washout. (B)(6) 2006: (B)(6) hospital. (B)(6). Radiology-abdominal series. Indication: vomiting, nausea and abdominal pain. Impression: the bowel gas pattern is anormal, but nonspecific and may represent a postoperative ileus versus partial mechanical small bowel obstruction. There is no evidence of free intraperitoneal air. There is a moderate amount of contrast from the colon which is not distended. (B)(6) 2006: (B)(6) hospital. (B)(6). Radiology-CT abdomen/pelvis with contrast. Indications: history of hemophilia and abdominal pain. Abdominal: impression: changes consistent with postoperative ileus versus partial small bowel obstruction. There is no evidence of free fluid or retroperitoneal hematoma. Pelvis: impression: there is no significant change in the small left common iliac artery aneurysm with a small left external artery iliac dissection. There has been interval resolution of the free fluid. There is no evidence of retroperitoneal hematoma. ¿ 9/15/06: norton hospital. John c. Diebold, md. Radiology-acute abdominal series with chest radiograph. Indication: abdominal pain. Impression: findings compatible with partial small bowel obstruction. No significant change. (B)(6) 2006: (B)(6) hospital. (B)(6) ; (B)(6), md. Discharge summary. Admission diagnosis: abdominal pain. Discharge diagnosis: hemorrhagic ascites secondary to sigmoid bleed. Current medications: methadone. Admitted with abdominal pain and continued to have his abdominal pain after admission. On the morning of (B)(6) 2006, hemoglobin had dropped down to 12.8 and by 2 p.m. Hemoglobin was down to 10.7. Surgery had been consulted in the meantime. With an acute drop in hemoglobin as well as after evaluation of the CT, they felt like that the patient was in fact having an intraabdominal active bleed. Was taken to surgery and approximately 1 liter of hemorrhagic fluid was evacuated from his abdominal cavity. Tolerated the surgery without any complications and he had a very slow recovery period with intermittent nausea, vomiting, and problems with pain. However, after trying multiple nausea medications, the patient began controlling his nausea and vomiting, tolerating pt/ot, and began having normal bowel movements. Was stable at the time of discharge. (B)(6) 2006: (B)(6) healthcare. (B)(6). Discharge instructions. No heavy lifting over 10 lbs. X 4 weeks. (B)(6) 2007: (B)(6) hospital. (B)(6). Radiology-CT chest/abdomen/pelvis with contrast. Indication: abdominal bleeding and concern about perirectal bleeding. Chest: impression: no acute abnormality. Abdomen: findings: there is a midline ventral hernia just above the umbilical area which contains a short segment of small bowel and produces a partial mechanical small bowel obstruction; the small bowel proximal to this is dilated, while distal to this the small bowel is normal caliber. A normal amount of stool is present in the colon, which is why I believe the obstruction is partial. Impression: partial small bowel obstruction caused by ventral hernia. Bilateral renal scarring. Hepatosplenomegaly, etiology and significance unclear. Pelvis: impression: adenopathy in the right side of the pelvis as described above. Etiology is unclear. Lymphoma or metastatic disease would be a consideration. Pet scanning may help clarify. Alternatively, the external iliac nodes are inferior enough that they may be amendable to percutaneous biopsy. No clear explanation for gi bleeding. (B)(6) 2007: (B)(6) hospital. (B)(6); (B)(6). (B)(6). Consultation. Presents with acute sharp abdominal pain. Started around 0300 of this am. Woke him up from sleep. Describes pain as six out of ten concentrated to the left lower quadrant. Nonradiating. It is not made better or worse by anything currently. Reports nausea and vomiting times two, which is bilious but nonbloody. Denies fever, chills, night sweats. Bowel movements have been normal with no black tarry stools. Does have a prior history of an intra-abdominal bleed that presented similarly. Exam: abdomen soft, slightly distended. Tender to palpation in the left upper and left lower quadrant. There was no rebound tenderness. No obvious peritoneal signs. Assessment and plan: presenting with acute abdominal pain, will be admitted to heme-oncology. Will order a CT of chest, abdomen and pelvis with IV contrast. (B)(6) 2007: (B)(6) hospital. (B)(6). Radiology-CT chest/abdomen/pelvis with contrast. Indication: rule out bleed, gi bleed. Chest: impression: stable CT of the chest. Abdomen: findings: since the previous exam it would appear that the anterior abdominal wall hernia just to the left of the midline has been reduced. There is a mildly thick walled appearance of a loop of small bowel posterior to the level of the previous hernia. The small bowel is no longer dilated in appearance. Impression: the previous anterior abdominal wall hernia appears to have reduced and there is no longer the bowel obstruction. A loop of small bowel posterior to the previous abdominal wall hernia has a mildly thick walled appearance. This could be reevaluated with a small bowel follow-through exam. The remainder of the abdominal CT is stable. Pelvis: impression: resolution of bowel obstruction. Aneurysmal dilatation along the common iliac arteries (left greater than right), and evidence of small dissections along the proximal external iliacs (most notably on the left). These are stable. (B)(6) 2007: (B)(6) hospital. (B)(6). (B)(6); (B)(6). Discharge summary. Discharge diagnosis: hemophilia a, stable; ventral hernia; partial bowel obstruction, resolved; history of hiv/hcv. Presented on day of admission to the emergency department with severe abdominal pain and associated nausea and vomiting. Reported that his presenting symptoms were the same as those he experienced in september of 2006 when he was diagnosed with the retroperitoneal hemorrhage. Denied any melena, hematochezia, or change in color or consistency of bowel movements. Denied chest pain and shortness of air. Of note, also has a history of pulmonary emboli and deep vein thrombosis. Exam: finding revealed that the patient was initially found to have mild tenderness to palpation diffusely in his abdomen as well as mild abdominal distension. Hospital course: managed conservatively per recommendations of the surgical consultation service. Given IV fluids pain control with monitoring of his basic labs and serial hemoglobin and hematocrit evaluations. Given an improvement in the patient¿s symptoms, repeat CT was performed showing that the bowel obstruction was reduced. On the morning of discharge, bowel was reducible on physical exam. Before discharge, the patient had a bowel movement as well as flatus, and tolerated a full liquid diet without subsequent emesis or nausea. (B)(6) 2007: norton healthcare. Benjamin tanner, md. History and physical. Hernia mid abdomen. Previous procedures: 2005-surgery for postop colonoscopy bleeding; 2004-ruptuered spleen after a fall; 2002-post motor vehicle accident brain hemorrhage/surgery; appendectomy at age 7; 1997-cholecystectomy. Weight 175 lb., bmi 27.4. Exam: abdomen soft, nontender, nondistended, ventral hernia palpable when sitting. Impression: ventral hernia. Plan: laparoscopic ventral hernia repair. (B)(6) 2007: (B)(6) healthcare. [Signature illegible]. Pre-anesthetic assessment. Weight 175 lbs. Asa physical status: 4. Implant procedure: laparoscopic ventral hernia repair with a 15 x 19 cm piece of dualmesh plus. Extensive adhesiolysis. Implant: gore dualmesh® plus biomaterial [1dlmcp06/04755084, 18 x 24 x 1] implant date: (B)(6) 2007 (hospitalization (B)(6) 2007) (B)(6) 2007: (B)(6) hospital. (B)(6). Operative report. Preoperative diagnosis: incisional hernia with incarceration. Postoperative diagnosis: incisional hernia with incarceration. Extensive adhesions. Assistant: quincy greene, md. Anesthesia: general endotracheal anesthesia. Estimated blood loss: 100 cc. Fluid: crystalloid 1,000 cc. Complications: none. Condition: stable. Drain(s): none. Findings: extensive adhesions as well as multiple hernias with incarceration. Indication(s) for operation: the patient is a very pleasant 50-year-old gentleman who suffers from hemophilia, hiv, and hepatitis c. The patient underwent exploratory laparotomy by me approximately a year ago after he had some intraabdominal bleeding from a sigmoid mesentery. At that time, he had oversewing of his bleeding areas and subsequently has developed an incisional hernia. He now has an incarceration of this hernia and attempt at this time is to perform a laparoscopic repair with the understanding that we may need to convert to an open operation. The patient was consented in my office as well as the holding area. He gave me his permission to proceed with the operation. Description of operation: ¿the patient was taken to the operating room and placed in the supine position. We then performed a time-out where we assured that we had the correct patient and the correct procedure was being performed. Additionally, prophylactic antibiotic was administered and factor viii was given 30 minutes prior to his undergoing operation. Anesthesiology then administered general endotracheal anesthetic. We then prepped and draped the abdominal cavity in standard sterile fashion including the use of an ioban drape. We then started by accessing the abdominal cavity through a 12 mm incision on the far left abdominal wall. We then looked around the abdominal cavity and saw no contraindication to proceeding with the operation. Co2 was used for pneumoperitoneum. I then saw that there were a lot of adhesions and that most of his hernia was in the midline and that he had incarceration of small bowel. I then placed two 5 mm ports to either side of my optiview port under direct visualization. I then began taking down these adhesions sharply, avoiding any injury to the bowel as I did this. There was one 3 x 3 cm hernia that contained intestine. This was reduced back into the abdominal cavity. Additionally, he had several small areas of focal weakness along the entire length of the incision. Adhesiolysis took approximately two hours. Eventually, we were able to free up the entire abdominal wall and see the full extent of his hernias. I then used a #22 gauge spinal needle to mark out the boundaries of his hernia. After I did this, I then measured out 5 cm in all directions and this would be the size of our mesh. I then deflated the abdomen and measured the size of this circumference and it was 15 x 19 cm. I then selected a piece of dualmesh plus and cut it to fit. I then made markings every 5 cm along the periphery of the mesh and this would correspond to our transfascial sutures. Stab incisions were made at these corresponding areas on the abdominal wall. I then used 0 ethibond suture using approximately 10 different stitches to go around the circumference of the mesh. After that was performed, the ends of the ethibonds were rolled up into the mesh. We then inserted another 5 mm port in the right lateral abdominal wall and used this to pull the mesh into the abdominal cavity. I then spread the mesh out and then used an endoclose device to pull up each end of the transfascial suture at the appropriate site on the abdominal wall. I made sure that I had approximately 1 cm of fascia in between each end of my transfascial suture. After we had finished, we then pulled up all ends of the stitches and saw that we had good symmetric covering of the entire defect. I then tied down each of these transfascial sutures and I had good approximation of the mesh of the abdominal wall. Next, I used a 5 mm spiral tacker to secure the mesh to the abdominal wall. Tacks were placed 1 cm off the edge of the mesh and 1 cm apart. We used approximately 60 tacks for this. After this was performed, we then looked around the abdominal cavity, saw no evidence of any bile and no evidence of any bleeding. We felt like we had good coverage of the fascial defect and the operation was concluded. We then watched removal of all of our ports and saw no evidence of any bleeding. I released the co2 pneumoperitoneum and removed my optiview port. I then used a 0 ethibond suture to close the fascia of the 12 mm incision site. Next, 4-0 vicryl sutures were used in running subcuticular fashion to close the skin incisions at all port sites. I then used 0.25% marcaine without epinephrine for local anesthetic at all port sites. I then closed the transfascial suture sites with just mastisol and steri-strips. All needle, sponge, and instrument counts were reported to me as correct x2. The patient tolerated the procedure well.¿ b)(6) 2007: (B)(6) healthcare. Implant sticker. Gore dualmesh® plus biomaterial. Ref catalogue number: (B)(4). Lot batch code: 04755084. W.l. Gore & associates. (B)(6) 2007: (B)(6) healthcare. Implant record. Implant: dual mesh plu 18 x 24 x 1. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp06/ 04755084) was implanted during the procedure. Relevant medical information: (B)(6) 2007: (B)(6) hospital. (B)(6). Discharge summary. Principal diagnosis: abdominal ventral hernia. Secondary diagnosis: history of hemophilia; prostate cancer; osteoarthritis. Hiv from transfusion 1983. Hepatitis c from previous transfusions. Multiple transfusions in the past. Depression. Originally presented complaining of a ventral hernia. This hernia developed spontaneously over a previous site of incision. This previous abdominal surgery occurred approximately one month status post a previous colonoscopy. This colonoscopy was performed and was later found to have caused a rupture in the patient¿ colon. The patient was then explored and repaired. Following this he developed a ventral abdominal hernia. Has had no further complaints at this time and eventually made a negative gi review of systems from this hernia and caused him only problems from the aspect of cosmesis and pain. Exam: abdomen is soft, tender appropriate for surgery, nondistended. Has positive bowel sounds. There are no palpable masses in abdomen; the patient has multiple sites where sutures were placed and multiple sites from laparoscopic trocars, however, all of these are well healing with steri-strips in place. There is no active sign of bleeding purulence of other type of discharge. Hospital course: admitted after initial hernia repair on 9/28/07. Immediately following he came to the floor where he rapidly did well requiring some amount of IV pain medication. However, following this his convalescence proceeded quickly to tolerating a clear liquid diet, by mouth pain medications, having positive flatus and voiding on his own without the assistance of a foley catheter. Currently ambulatory as well. Has had no complications from surgery at this point. Is doing extremely well. The date patient is capable of returning to work, not at this time. (B)(6) 2007: (B)(6) hospital. (B)(6). Discharge instructions. No heavy lifting/lifting over 3-5 lbs. X 14 days. Do not return to work. (B)(6) 2010: (B)(6) hospital. (B)(6). Radiology-CT abdomen/pelvis with contrast. Indication: abdominal pain. Abdominal: findings: proximal small bowel is dilated up to a point in the midabdomen at the level of the pelvic brim, mid small bowel, where there is an abrupt transition to normal diameter small bowel, consistent with mechanical bowel obstruction. Adhesions appear to be the cause. There has been prior ventral hernia repair, with a thin layer of fluid superficial to the hernia mesh, probably a seroma as there is no adjacent inflammatory change. Impression: small bowel obstruction. Seroma adjacent to abdominal wall mesh. Bilateral renal cortical scarring. Small non obstructing intracalyceal calculus in the right kidney. Pelvis: impression: no primary acute pelvic abnormality. Chronically aneurysmal left common iliac artery and short segment dissection of left external iliac artery. Mildly enlarged reactive right external iliac lymph node. (B)(6) 2010: (B)(6) hospital. (B)(6). History and physical. Presented with acute onset of abdominal pain and bloating beginning last night. Has previously had a small bowel obstruction secondary to an incarcerated incisional hernia in 2007. Presented with similar symptoms his wife, therefore brought him to the emergency room. Experienced increased abdominal extension and nausea and vomited with the nasogastric tube placement but has continued to pass regular bowel movements and the vomitous was non-villous. Denies any recent trauma or straining or lifting with abdomen. Exam: abdomen softly distended with the healed midline and trocar incisions. There is a bulge at the superior portion of the incision with fascial laxity just inferior to the xiphoid, representing diastasis recti. Minimally tender in the superior portion. Assessment and plan: mechanical small bowel obstruction secondary to post-operative intraabdominal adhesions. Intravenous fluid resuscitation; decompression with nasogastric tube; await resolution of obstruction; serial abdominal examinations; if worsens, we will consider surgical intervention. (B)(6) 2010: (B)(6) healthcare. [Signature illegible]. Pre-anesthetic assessment. Weight 188 lbs. Asa physical status: 3. Explant procedure: laparoscopic extensive lysis of adhesions with conversion to open to excise 3 internal hernias with small bowel resection. Primary small bowel anastomosis. Removal of previous gore-tex mesh. Repair of ventral hernia naturally. Explant date: (B)(6) 2010 (hospitalization (B)(6) 2010) (B)(6) 2010: (B)(6) hospital. (B)(6). Operative report. Preoperative diagnosis: small bowel obstruction. Postoperative diagnosis: same. Assistant: (B)(6). Complications: without. Anesthesia: general. Estimated blood loss: 150 ml. Medications: preoperative antibiotics, scds and factor 8 were utilized along with a preoperative foley. Indication(s) for procedure(s): the patient is a gentleman who has extensive medical history including hepatitis c, hiv positive and severe arthritis utilizing methadone who comes in with a small bowel obstruction. He has had a previously small bowel obstruction. At that time, he was managed laparoscopically with ventral hernia repair. Had another small bowel obstruction 6 months afterwards; and now, a year-and-a-half after his original laparoscopic ventral hernia repair and lysis of adhesions, he has another complete bowel obstruction. Now, has persistent pain and vomiting. It was felt that exploratory laparoscopy, conversion to open potentially was indicated. Description of procedure(s): ¿the patient was appropriately monitored and sedated, intubated without complication, the abdomen prepped and draped in usual fashion. Preoperative antibiotics, and sdcs [sic] were used. Factor 8 was utilized along with a foley. No lovenox was given. We prepped and draped in the usual sterile fashion. Placed a 5-vessel port in the left upper quadrant. We placed 3 other 5-vessel ports: 2 on the right side and one on the left side. Took down all the adhesions of small bowel, colon and omentum from the abdominal wall and the his previous site of his mesh. We did this, and had no injuries to the bowel. We found multiple segments of small bowel dilated and decompressed and dilated again consistent with internal hernias. We could not visualize the internal laparoscopics. Therefore, we decided to open. We then made a skin incision through the skin and subcutaneous tissue from the side port down to just below the belly button. Entered the abdominal cavity, and we brought up all the omentum with the colon. Took down the multiple adhesions from the colon to the omentum. We did this without complications. We then identified the ligament of treitz. The ligament of treitz to the mid-bowel was extensively dilated. We took down multiple internal hernias with no injury to the abdominal contents, abdominal cavity, and then found dilated bowel again. Took down multiple adhesions. Another internal hernia that we took down with no injury to the abdominal contents, abdominal cavity and no injuries to the bowel. Then, we found dilated small bowel again towards the last 30, 40 centimeters of ileum. We were able to mobilize this, and what we found was that there was a complete internal obstruction with a significant adherence of bowel. Note: this gentleman has had a previous perforated colon with peritonitis and required operation that led to his first ventral hernia. We, at that time, since this was completely obstructed, resected the small bowel using a 55 gi stapler with 0 silk, and then about 20 centimeters from the ileocecal valve, performed an ileum-to-ileum anastomosis using 3-0 popoffs with a 55 gi stapler. Closed the --- [sic] using popoff silks lamberting posteriorly the staple line that was inspected thoroughly. There were no leaks, and then closed using 3-0 vicryls. We then irrigated profusely with 3 liters of fluid. I ran the small bowel from the ileocecal valve up to the ligament of treitz 3 times slowly examining. We saw no serosal tear. No injury. The anastomosis was good, and there were no internal hernias. We ran the colon from the ileocecal valve down to the sigmoid and looked in good order. We irrigated again with 3 liters of fluid. There was no bleeding. Omental bleeders were ligated with 3-0 silks. We then proceeded to remove the previous gore-tex mesh completely including the tacks. Laparotomy and instrument counts were correct x2. There was no bleeding. Then, closed the ventral hernia midline incision using loop pds inferior, superior at the middle and closing the wound using 3-0 vicryls, 4-0 monocryls and steri-strips. The patient tolerated the procedure without complication. He was sent to the recovery room, and the family was made aware of all our findings. Laparotomy and instrument counts were correct x2, and procedure was laparoscopic exploration with 2 hours of lysis of adhesions, conversion to open with lysis of 3 internal hernias, resection of the last internal hernia because of complete obstruction requiring a small bowel anastomosis. Removal of previous gore-tex mesh and primary closure of ventral hernia midline using loop pds and natural closure. He will go to a monitored bed.¿ continued on attachment.

Manufacturer narrative:
The plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence."

Event description:
It was reported to gore that the patient underwent laparoscopic ventral hernia repair on (B)(6) 2007 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2010, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: surgery to remove mesh, adhesions, adhesions to bowel, adhesions to small intestine, hernia recurrence, small bowel obstruction, small bowel resection, severe and chronic pain. Additional event specific information was not provided.